Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the problem of pulling off suture needle happened when it was used during an unknown surgery. Another like device was used to complete the surgery. No adverse patient consequences were reported. No additional information was provided.